Event description:
The customer reported a motor error alarm during normal use. The insulin pump wasn't exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was offered a replacement insulin pump, but stated that she would think about it and call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.